Event description:
The patient's clinical status is not addressed but during an attempt to perform a threshold test, the message, "test canceled communication error" appeared. Initial measured battery data was 2.64 v, 19 ua, 6.7 kohms. After increasing the rate to perform the test, the measured battery data was 2.51 v, 22 ua, 6.9 kohms with a magnet rate of 86.3 ppm. After returning the device to 50 ppm, the measured data was 2.55 v, 18 ua, 6.9 kohms with a magnet rate of 88.3 ppm.